Event description:
Customer reported that two of the vocational students in the class incorrectly performed the strep a test-twist and ingested small amounts of reagent 1 and 2. According to the teacher, neither of the students involved read the package insert, but instead asked another student how to perform the test. Five drops of each reagent were added to the cup; swab was dipped into combined solution, and then applied to throat. Teacher indicated that they have read the package insert and noted the warnings and cautions. Students have been under observation for over one hour and no adverse symptoms have appeared.

Manufacturer narrative:
Investigation in process to determine the adequacy of hazard warnings.